Manufacturer narrative:
Expiration date: unk, no serial number reported. This product is not marketed in the us. Device manufacturer date: unk, no serial number reported. (B)(4).

Event description:
(Os) left eye: the reporter indicated that on (B)(6) 2018 the surgeon seen patient who was seeking refractive surgery. Upon examination, the patients uncorrected distance visual acuity was counting fingers at 2 meters of corrected 20/22 in each eye the patient was myopic and presbyopia and was thoroughly explained to patient before surgery. On (B)(6) 2018, the patient had undergone refractive surgery by implanting a 12.6mm, vicmo12.6, -9.00 diopter, implantable collamer lens into her left eye (os). Udva on the first post-operative follow up was 20/28. On patients last follow up, patient ended up hyperopic with udva of 20/50. Refraction was +0.50 sph 0.75 cyl x 150. The vault was also measured to be a bit high which was around 800 microns. The surgeon would like to exchange the lens with a smaller size (12.1mm) with lens power of -8.00 diopter. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.